Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported charger cord for the pump has been chewed through and is unable to be used. The customer's blood glucose level was 324 mg/dl. A replacement cable was sent to the customer to resolve the issue.